Event description:
Air noted in micro-tubing past junction of air detection sensor. Pump did not alarm. Burette inverted somewhat on counter and tubing was kinked. Infant did not receive any air as nurse was in the room and observed the air in the tubing. Probable loaner pump.